Manufacturer narrative:
User interface (ui) front bezel assembly was returned to the v60 vent manufacturing facility for evaluation. Visual inspection of the ui front bezel assembly revealed the returned nav ring is a previous generation of the currently used/old style. No further investigation was performed on the returned part. A CAPA was created for the old style nav ring and the CAPA investigation concluded that intermittent nav-ring functionality was caused by dried fluid ingress contamination in the nav-ring.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported inability to modify values on the screen of the v60 ventilator. The report indicates the value would change, but not to the number set by the health professional. There was no patient involvement.

Manufacturer narrative:
The unit was received at the international service center. The technician was unable to duplicate the reported complaint, but operation of navigation ring was unresponsive. Front bezel was replaced due to operational failure. Unit was checked overall, cleaned, run in test, and functional test were performed.